Event description:
The patient is scheduled for revision surgery following a diagnosis of altr. The following measurements were made 27 months since index surgery: cobalt - 1.9; chromium - 1.1. The patient was reported to be symptomatic. Infection was not diagnosed. Also reported via sales rep (B)(6) 2013, patient had adverse local tissue reaction. Doctor revised patient's right hip to securfit and trident tritanium.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding altr involving an abgii modular device was reported. The event was confirmed. Review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. The complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported altr is considered to be under the scope of this recall.

Event description:
The patient is scheduled for revision surgery following a diagnosis of altr. The following measurements were made 27 months since index surgery: cobalt - 1.9; chromium - 1.1. The patient was reported to be symptomatic. Infection was not diagnosed. Also reported via sales rep (B)(6) 2013, patient had adverse local tissue reaction. Doctor revised patient's right hip to securfit and trident tritanium.